Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was received in two sections as a result of a break in the lapweld and a complete circumferential tear in the balloon. An examination of the break site at the lapweld area identified that the shaft was severely stretched. This stretching, resulting in the break, is consistent with excessive tensile force having been applied to the shaft. An examination of the balloon circumferential tear, identified that the tear occurred in the proximal transition zone of the balloon. The distal section of the balloon material exhibited a longitudinal tear running along the main portion of the balloon. An examination of the proximal and distal markerbands identified no issues which could potentially have contributed to the balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that removal difficulty and balloon break occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced to dilate the intra-stent when the balloon broke. The physician then attempted to extract the balloon but was unable to do so. The introducer sheath was extracted and while attempting to strongly pulled the balloon, the balloon broke into two parts. One part of the balloon remained inside the patient which was located in the femoral vein and was retrieved by performing a surgical cut. Subsequently, the femoral vein was surgically repaired. The procedure was completed. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that removal difficulty and balloon break occurred. A 12.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the intra-stent when the balloon broke. The physician then attempted to extract the balloon but was unable to do so. The introducer sheath was extracted and while attempting to strongly pulled the balloon, the balloon broke into two parts. One part of the balloon remained inside the patient which was located in the femoral vein and was retrieved by performing a surgical cut. Subsequently, the femoral vein was surgically repaired. The procedure was completed. No further patient complications were reported and the patient's status was stable.